Manufacturer narrative:
Event date: approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a fall about two weeks ago and since then has stimulation going down both arms when that never was that way before. The patient was redirected to their health care provider (hcp). No further complications were reported.